Event description:
It was reported that a healthcare provider (hcp) was changing drug concentration and the pump was not letting them perform a bridge bolus. It was later reported that the nurse forgot to fill in the primary drug concentration while trying to perform the bridge bolus. The issue was reportedly rectified. To the reporter¿s knowledge, the patient was doing fine. The pump was used to deliver bupivacaine, baclofen (unknown), and morphine. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_pump, lot# serial# unknown, product type: pump. Product ID: neu_unknown_cath, lot# serial# unknown, product type: catheter. (B)(4).